Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, in the cavity, before firing the stomach, the loading unit did not fire. The surgeon changed the loading unit to complete the procedure. There was no patient injury.